Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported pain at the ins site since may 2019 (pt stated about 2 weeks ago). Patient stated they thought it was coming from the hip but thinks it is coming from the ins area. Patient further reported that they fell against a sink at the ins site (B)(6) 2019 (pt stated about 3 weeks ago). Patient had made an appointment with their health care professional and also with an orthopedic to look at the hip. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of what steps had been taken to resolve the pain at the ins site the patient replied ¿lowered the setting.¿ there were no further complications reported.